Event description:
Tubing that was attached to pleurx dislodged from container and not useable while connected to the patient, all tubes were clamped, there was no harm. There happened to be another container in the vicinity that was intact and rn was able to connect that device to complete the procedure. FDA safety report ID# (B)(4).